Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient suffered injury, pain and high concentrations of various metallic elements in his blood. Update: 9/16/2013 - clinical report states patient had hip and buttock pain, local tissue reaction, and slightly elevated cobalt and chromium levels, but no treatment has been provided. Update: 10/1/2013 patient has been revised. No reason for revision has been given. There is no new additional information that would affect the investigation. Update: 1/24/2014 - clinical reports from (B)(6) 2013 indicate that patient had adverse local tissue reaction on those dates. There is no new additional information that would affect the investigation. This complaint was updated on: 02/04/2014. Update: 1/28/2014 - clinical report received. Clinical report states patient had inflammation and fibrin. There is no new additional information that would affect the investigation. This complaint was updated on: 02/10/2014. Update rec¿d 9/12/2014 - medical records received. Patient revised to address particle disease. Upon revision, gray black staining consistent with metal debris, and type ii or iii corrosion on the trunnion was noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 09/24/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).